Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated implant date as it was reported to be in (B)(6) 2011. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that in (B)(6) 2011 a 3.5x15 xience v stent was implanted in the proximal right coronary artery. Reportedly, on (B)(6) 2012 in-stent restenosis was observed in the 3.5x15 xience v stent. An unspecified cutting balloon was used for dilatation to treat the restenosis; however, after deflating the balloon, the balloon catheter was moved and a balloon rupture was noted. No additional information was provided.